Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a small cut in its black power cable was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a small cut in its black cable¿s outer jacket upon arrival near the center of the cable, revealing the inner layer. The system controller was functionally tested and was found to perform as intended. The damage to the black cable¿s outer jacket did not affect the functionality of the controller throughout all testing, even when the cable was manipulated by hand. A log file was extracted from the returned controller during testing; no atypical events were observed throughout the data, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the controller was found to have a small cut in the black power cable, and the controller was exchanged. The patient did not report hearing any alarms.